Event description:
It was reported that the physician attempted to deploy an hes coil using an excelsior 1018 microcatheter through a neuroform stent. During deployment, the microcatheter was displaced near the stent and part of the hes was deployed into the parent vessel and part in the aneurysm. When the physician tried to retract and reposition the hes it detached in the microcatheter. The physician waited approximately 30 minutes in hopes that the hes would expand in the microcatheter, making it easier to remove. When he tried to retract the microcatheter and hes coil together, the hes slipped out of the microcatheter and was partially in the aneurysm and partially in the parent vessel; possibly entangled on the stent. The physician attempted to remove the hes implant using an alligator device. After grasping the hes implant with the alligator and attempting to remove it, the hes coil stretched and continued to stretch until it reached the patient's groin area. The physician placed in additional neuroform stent near the first stent in order to keep the hes coil trapped against the vessel wall.

Manufacturer narrative:
Physician did not return device for evaluation.